Manufacturer narrative:
The fe found the footpedal was causing the issue and replaced both footpedals.

Event description:
The technologist was positioning the patient and compressed to just above the breast with the foot pedal. As she reached for the hand crank to finish the compression, she noticed the compression paddle continuing to move down. She used the hand crank to reverse the action. There were no injuries.